Manufacturer narrative:
G4: 15jul2020. B4: 29jul2020. Battery was returned to failure investigation for evaluation. Reported issue was not replicated. Ventilator operates on battery power. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 23sep2019. The manufacturer¿s international service technician confirmed the reported battery issue. The manufacturer¿s international service technician replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Device will not run on battery. There was no patient involvement.